Manufacturer narrative:
H10: the bench service engineer (bse) found and confirmed the error codes when evaluating the device on 07dec2023. The bse determined that the power management (pm) printed circuit board assembly (pcba) needed to be replaced to resolve the error codes. On 07feb2024, the bench service engineer (bse) replaced the pm pcba to resolve the 24 v supply failed, 35 v supply failed, ovp circuit failed, aux alarm supply failed error codes. Following the part replacement, the bse set the date and time of the device to that of the customers, cleared the device event log, and set the device to factory settings. The device passed all performance verification testing (pvt), confirming it will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there were check vent: 24 v supply failed, check vent: 35 v supply failed, check vent: ovp circuit failed, check vent: aux alarm supply failed error codes when the device booted up. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The bench service engineer (bse) found and confirmed the error codes when evaluating the device. The bse determined that the power management (pm) printed circuit board assembly (pcba) needed to be replaced to resolve the error codes.